Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) on the left eye (os) at 1-day post-operative exam. A brief description from the surgery center indicated there was a trace of nasal peripheral dlk only and no clumping was observed. The patient¿s comments were of vision was comfortable and good. Oral steroids (medrol dose pack) were prescribed and topical steroid drops were increased to resolve symptoms. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.50x .00 x 90, left eye pre-op 20/20 -5.25 x -.25 x 19.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.